Manufacturer narrative:
The pump was received with operating currents within specification. No unexpected low battery alarms were noted. The pump gave an alarm, and the time / date was re-set after the battery installation due to due to a voltage leak on the interface board. No other alarms were noted. The pump also had a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the lcd window, and a shifted end cap sticker.

Event description:
The customer called and reported that he received a low battery reading on the insulin pump, and after changing the battery, a number came on the screen and the screen went black. Customer stated he had to reset the date and time and rewind. Customer received signal too low and unexpected restart alarms after changing the battery. Customer was advised to program a bolus into the air. The bolus amount was recorded in the bolus history. The customer's blood glucose was 160 mg/dl at the time of the incident. The insulin pump was not stored or not in use for an extended period of time. The unexpected restart alarm had occurred previously. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.